Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-02574 and 2916596-2021-04239.

Manufacturer narrative:
Incidental findings: conductor breakdown, damage power cable and fluid ingress. Manufacturer's investigation conclusion: the returned heartmate 3 system controller (serial number: (B)(4)) was functionally tested with test equipment and was able to support the pump at its set speed without any issues or alarms. The controller was connected to a mock circulatory loop for an extended period of time without any issue. Further analysis of the controller was performed with the returned modular cable. Upon insertion of the returned cable into the controller, a driveline power fault was activated. The issue was isolated to the modular cable and was further investigated and reported under manufacturer report number: 2916596-2021-04239. A root cause of the reported event was determined to be due to the modular cable. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline fault alarms. There was no visible damage to the driveline. The controller was exchanged, as well as the modular cable. A log file was sent in for review which confirmed the driveline power faults on (B)(6) 2021 at 0619. There were no other remarkable alarms. No additional information was provided.